Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (removed health effect - clinical code 1905 and it's related health effect - impact code 4607. Added health effect - clinical codes 1905, 1905 and their related health effect - impact codes 4613, 4614 respectively) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported hyperglycemia and was treated in an emergency room (ER visit) and with insulin pump. Customer reported blood glucose value of 720 mg/dl. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. It is unknown whether mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced open book image. The customer reported hyperglycemia treated with hospitalization. The customer reported blood glucose value of 730 mg/dl. The event involved product(s) mmt-332a, mmt-1884, mmt-243a, mmt-7040a. Troubleshooting was not performed for high blood glucose. It was unknown whether the customer was using the auto mode/smartguard feature at the time of the event and it was also unknown whether customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Troubleshooting was performed for open book image. Customer reported a open book image error and instructed customer that the pump would be replaced. No further patient complications were reported. No product return is required for mmt-332a. It was expected that the customer would discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-243a. No product return is required for mmt-7040a.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify air bubbles anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2024 and on (B)(6) 2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the event date of 25-jan-2025. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior surrounding the date on (B)(6) 2025. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm triggered by multiple consecutive pump error 63 alarms on (B)(6) 2025 15:55:40.000 and (twice) on (B)(6) 2025 15:55:53.000 according in the error log file/detailed trace file. As per global logic analysis (esf#: 3926945), pump error 63 alarms (twi) (line number: 147 file number: (B)(4), suspected on hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.45 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. Unable to verify air bubbles anomaly, perform the required testing and upload pump to carelink due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 63 alarms. Pump error 63 alarm, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.